Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer alleges the chair was driving in circle to the left and also has 0301 in fault log. Bad right motor sitting in chair.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the motor hesitated while testing, which confirmed the original complaint issue. However, the underlying cause could not be determined. Wiggle cable by the strain relief during bench test and the motor will hesitate but not give a fault on the joystick.

Event description:
Dealer alleges the chair was driving in circle to the left and also has 0301 in fault log. Bad right motor sitting in chair.